Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported by the customer that in sterile processing, the handpiece was found to be damaged. There is a ¿split in the hub¿, the rubber part where the cord connects to the handpiece. There is also a crack in the metal below the gold ring. The device was not being used in a procedure when the issue was found. There was no patient involvement and no patient consequences. The device will not be returned.